Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer blood glucose level was 110 mg/dl. Customer also stated that the insulin pump keeps getting error. Trouble shooting was performed. The device will be returned for analysis.